Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead was not implanted due to the patient's anatomy. No patient complications have been reported as a result of this event.